Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a critical pump error and they could not clear it. The patient's blood glucose at the time of incident was 8.9 mmol/l. The caller did not cite any significant events leading up to the critical pump error. The customer was currently using an old veo pump. No products were shipped or returned, though the customer was advised that the pump would be replaced as soon as stock was in.

Manufacturer narrative:
The insulin pump was received with critical pump error open book; traces confirm the alarm was due to moisture damage on the force sensor. The insulin pump was received with cracked reservoir tube lip, scratched case and minor scratched lcd window.